Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon used a ks-1 , 22.5 diopter, preloaded injector on (B)(6)2016 and the surgeon noticed a torn haptic during loading. The surgeon used the back-up lens. No patient injury.